Event description:
User received discrepant alt results for one patient sample. Initial result gave 42 u per l and was accompanied by a greater than abs data flag. The sample was automatically repeated by the analyzer with dilution giving negative 102 u per l and was accompanied by a less than test data flag. The same sample was repeated a second time by original analyzer giving 36 u per l, accompanied by a greater than abs data flag. The sample was automatically repeated by the analyzer with dilution giving negative 106 u per l and was accompanied by a less than test data flag. The same sample was sent to a sister site the same day for repeat testing by a different analyzer, hitachi 917 giving 11 u per l. The next day, (B) (6)2009, the roche field application specialist ran the same sample on two different analyzers at this same sister site. The hitachi 917 analyzer (B) (4) gave 14 u per l and the cobas c501 module (B) (4) resulted negative and was accompanied by a greater than abs data flag - actual result was not provided. Customer believed the alt results generated from the hitachi 917 to be the correct results. User said they have had no issues with any other pt samples. No results were reported and the pt was not adversely affected.

Manufacturer narrative:
If additional information is received, appropriate notification will be provided.